Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and without the device to analyze, a cause for unintended movement (clip opening while establishing final arm angle/efaa) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed for the clip failing establishing final arm angle (efaa). It was reported that on (B)(6) 2022 a patient presented with grade 4 mixed mitral regurgitation (mr) and a dilated left atrium. The first mitraclip used was implanted without issues. A second clip was placed lateral to the first clip, however, when establishing final arm angle (efaa), the clip continuously opened to approximately 40 degrees. The clip was able to be closed and a second efaa was completed without issue. The clip was deployed, reducing the mr to 2. No additional information was provided.